Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited a drop in pacing impedance triggering the less than lower limit alert. Further lead assessment was suggested; no changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.